Event description:
A customer contacted beckman coulter inc. (Bci) reporting a leak on the synchron cx5 delta clinical system at the probe rinse bottle. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site and replaced the fitting, tubing and filter on the probe rinse bottle.